Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2020).

Event description:
It was reported that some post port placement, the device allegedly had fracture and migrated to the heart. It was further reported that the device removed from the patient. The patient status was unknown.

Event description:
It was reported through the litigation process that sometime post port placement, the device allegedly had fracture. It was further reported that the device allegedly separated and migrated to the heart, it was further reported that the device removed from the patient. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. A medical record review was performed. The investigation is confirmed for the reported catheter fracture, migration and material separation issue. According to the medical record, approximately one year and eight months post port deployment, a computed tomography of chest revealed that the left subclavian port-a-catheter was disconnected from the left chest wall port, proximal end of catheter in proximal innominate vein and migrated distal end in right ventricle, near apex. The port catheter had fractured and separated from the hub and laid entirely intravascularly with its proximal tip in the brachiocephalic vein and its distal tip in the right ventricle. Next day, the patient presented for venous port removal. Successful endovascular removal of a fractured port catheter in the right ventricle intact. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: contraindications: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Preventing pinch- off: the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: d4 (expiry date: 05/2020), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.